Event description:
A malfunction alarm was reported with the pump during the load process. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. As a resolution, the customer will use multiple daily injections as a backup therapy, and tandem technical support will replace the pump. The customer was instructed on returning the pump and putting it into storage mode, which they understood and acknowledged.